Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. Data downloaded from the device returned an 0x6a alarm, indicating an occlusion alarm occurred. No damages or defects noted that would contribute to an occlusion alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.